Event description:
Following a urethral bulking, the pt experienced necrosis at the distal urethral and bulking material eroded into vagina and was passed vaginally. No additional information or further complications were reported.